Event description:
It was reported to boston scientific corporation that a leveen coaccess electrode was used during a hepatic radiofrequency ablation (rfa) procedure performed on (B)(6) 2012. According to the complainant, during the procedure a small amount of water leaked from the connection of the introducer and the needle. It was reported that the inner and outer sheaths were locked together. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a leveen coaccess electrode was used during a hepatic radiofrequency ablation (rfa) procedure performed on (B)(6), 2012. According to the complainant, during the procedure a small amount of water leaked from the connection of the introducer and the needle. It was reported that the inner and outer sheaths were locked together. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4):the complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found the needle retracted into the cannula; the introducer, stylet, and power cord were also received. No water was detected at this time. A functional evaluation was performed, which revealed that the array extended and retracted as intended, and electrical testing confirmed that both the device and the cord met the resistance specification. The condition of the returned device was not consistent with the complaint that "a little bit of water leaked from the connection of introducer (outer sheath) and leveen needle"; the complaint was not confirmed. The returned device showed neither evidence of the alleged issue nor any defect which could have contributed to the event. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.